Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead became stretched while attempting to implant. The rv lead was then explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of ¿the helix was damaged during attempt implant¿ was confirmed. As received, a complete lead was returned in one piece with the helix extended, stretched, bent, and clogged with blood/tissue. X-ray examination found the helix stretched and bent at the helix region consistent with procedural damage. Unable to test helix mechanism/extension length due to the helix condition as received. The cause of the reported event is consistent with procedural damage.